Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level reported to be over 400 mg/dl when the patient found that the tube was off on the part that connected to the tubing. Therefore, she was not receiving any insulin. This happened three times and the patient thought that they were all from the same box. No further information available.